Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Manufacturer report number : 2017865-2019-11002. It was reported that the left ventricular lead exhibited a change in impedance net value due to suspected shock lead settings on the positive electrode. Programming changes were discussed. Patient will continue to be monitored. There were no patient consequences reported.

Event description:
New information noted that left ventricular pacing configuration was lv ring to rv coil; the right ventricular coil issue resulted in high pacing impedance on the left ventricular lead and out of range high voltage impedance on the right ventricular lead. The device could not be programmed to a different mode as it resulted in severe twitching.